Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm gem coupler would not anastomose the vessel completely. The backup 3.0mm coupler was opened and implanted successfully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: expiration date. Additional information: .a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The returned product was evaluated. The returned device consisted of one set of joined coupler rings with tissue and a vein clip captured within. The device was examined under 10x-30x microscope. The rings are misaligned and there is a bent pin. The rings show evidence of being handled with forceps / surgical tools. The marks on the rings suggest that there was user interaction with the product. The root cause of the bent pin cannot be determined, however the pin can be bent by the user if the rings are brought together when they are misaligned. There is a possibility that the proximity of the vein clip to the coupler device interfered with the closing of the coupler rings. Should additional relevant information become available, a supplemental report will be submitted.